Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause burn marks on the cover is traced to component failure. However, the probable cause of foreign matter deposition could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had foreign matter was present inside the auxiliary water supply tube and nozzle and observed burn marks on the tip cover. There was no patient involvement.